Event description:
A customer reported that the pump would not charge. There was no adverse impact to the customer's blood glucose level. Technical support documented the issue but could not confirm details about the pump and attempted to call the customer back, but the phone number was no longer in service.